Event description:
The patient called and reported feeling a "hot spot" when the grandchildren were downloading something on to the computer. The patient also reported falling over when going near an outdoor pump. The physician had recommended staying away from the pump. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2002; 4193 lead, implanted: (B)(6) 2003. (B)(4).